Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, forty days after the implant procedure of this artificial urinary sphincter (aus), the patient developed hydronephrosis and sepsis of the right kidney, associated with a right ureteral obstruction caused by a stone. The patient was treated with antibiotics and underwent surgery to remove the stone. However, two weeks later, the patient experienced inflammation in the left scrotal region and left iliac fossa, believed to be due to infection of the aus. The patient was treated with antibiotics and antifungal therapy and the inflammation signs subsided, but, after one month, the patient experienced edema and inflammation in the scrotum and left inguinal region; consistent with a persistent infection. It was stated that the device was contaminated. A revision surgery was scheduled. There were no further patient complications reported.